Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2009. During the procedure, when the sling was opened, the product was torn. A second sling was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). The actual device involved in this event was returned for eval. The device was used. One of the inserters is separated from the mesh. One of the inserters from the other side has the sandwiched part of the mesh still attached, but it seems that the mesh was torn from the sandwich on the "s" side. As the device was used, no functional test could be performed. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.